Event description:
It was reported, during the implant procedure, the device oversensed by one beat when it was inserted in the pocket. The device was removed from the pocket and blood was observed inside the grommet. Consequently, a new device with the existing lead was implanted uneventfully.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable pulse generator was returned. Visual examination of the connector block found no anomalies with setscrews. Grommet damage: punchout was noted. Primary analysis finding: no anomalies found.